Event description:
It was reported that the external pulse generator (epg) stopped working when in use on a patient. It was noted that unspecified patient harm occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Service was unable to confirm the customer comment that the external pulse generator (epg) stopped working when in use on a patient. It was noted that the front and back covers were broken and clear cover, ring, ring cover, ring screw and bail screw were missing. The epg passed functional test however it could not be repaired as reached end of service life and was scrapped by the customer. If information is provided in the future, a supplemental report will be issued.